Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 600 (mg/dl). Correction boluses via the pump were delivered to address bg levels. Reportedly, the customer was using apidra insulin. Due to supplies being changed, troubleshooting to determine the source of occlusion could not be performed.